Manufacturer narrative:
Investigation into this complaint included a service history review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: service history review a service history review did not find any prior service tickets related to leaks from the system solutions drawer on alinity m system (ln 08n53-01), sn (B)(6) . Quality data review (nonconformance (nc) / corrective and preventive action (CAPA) search): a search of nc/CAPA records was performed for instances related to busted tubing attached to a liquid waste bottle, causing contact with skin, on an alinity m system, ln 08n53-01, as documented in this complaint ticket under review in this investigation. The query did not identify any records related to busted tubing attached to a liquid waste bottle, causing contact with skin, on an alinity m system. Complaint history review a complaint search was performed to identify past complaint tickets for any instances of busted tubing attached to a liquid waste bottle, causing contact with skin, on an alinity m system, ln 08n53-01. The complaint history review found 5 complaint tickets that met the search criteria; however, the ticket currently under review in this investigation, is the sole ticket related to leaks caused by busted tubing attached to a liquid waste bottle, causing contact with skin, on an alinity m system (ln 08n53-01). Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-01.

Manufacturer narrative:
Complaint will be elevated for investigation.

Event description:
An abbott engineer reported being splashed by liquid from the tubing leading to waste bottle 1 on an alinity m insturment. The liquid made contact with the engineers skin above the neck. The engineer was wearing the appropriate personal protective equipment, no medical intervention was necessary, and there were no medical outcomes related to the event. It is uncertain what exactly the fluid consisted of. The instrument had not been used to run samples for almost a week at that time because due to the maintenance being performed on it, so most likely, there were no samples present in the fluid, just system solutions. There is no patient involved as this observation was made by the alinity m user.